Event description:
Customer called lfs on 04/2002 alleging their one touch basic meter was giving the same reading repeatedly. Customer is testing their blood sugar twice a day. Patient takes a set amount insulin (name and type unknown), 32 units before breakfast, 30 units before bedtime. Pt stated that starting 2 weeks ago their meter began to give pt a reading of 147 mg/dl every time they tested. Pt stated during that time they continued to take their set amount of insulin. Patient stated they felt lightheaded off and on during theses two weeks, pt thought they are high. In 2002, patient went to the hospital because of their right arm, "it started twisting". Pt stated this was due to gout. While at the ER their blood sugar was tested and their reading was over 400 mg/dl. Patient was treated with insulin and released 10 hours later, when their blood surgar was stable. Pt has not received their replacement meter yet, pt stated they are still getting readings of 147 mg/dl. Facility advised pt to call lfs when pt receives their new meter for assistance setting it up, if needed.